Event description:
(B)(4). The dentist reported 70 days after the dental implant was installed in intraoral region #31 it was verified its non osseointegration. 45 ncm of primary stability was achieved and immediate load was not performed.